Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The generator was not up to spec, so it was replaced. The laser generator, lot number: 516002005, was returned to the manufacturer for analysis. The laser generator output was found to be well within range when measured at 2w, 5w, 10w, and 15w. There were no failures found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used outside of a procedure. It was reported that the laser generator was tested twice and it's power output was out of specification. The laser output was too low. There was no patient involvement.